Event description:
Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was the tie wraps were leaking. Additional malfunction was the clamp hose was leaking.